Manufacturer narrative:
Unit alarmed button error followed by intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window.

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported that insulin pump got wet in the sink. Customer's blood glucose was 165 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.